Event description:
The customer did not report a symptom. On (B)(6) 2012, the device was evaluated by a philips fse. The symptom was clarified as the device was getting a recurrent error 10004, cycle power message. Pending further investigation.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.